Event description:
It was reported that the device was use in a laparoscopic cholecystectomy. The device would not release when it clipped, it tore the vessel. The head of the device came off the shaft, fell into the patient and was retrieved without incident. Another device was used to complete the case. There was no consequence to the patient.